Manufacturer narrative:
Cynosure became aware of this incident on (B)(4) 2015, but the actual date of treatment was (B)(6) 2014. Patient experienced swelling/erythema which are expected side effects from laser treatments. However, since the patient received medication (bactroban and doxycillin) for intervention during post care treatment, this incident is reportable.

Event description:
Patient received intervention medication for a hair removal laser treatment.